Event description:
It was reported that prior to an unk procedure, there was a broken blade. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.